Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: the attorney firm representing the patient is located in puerto rico; however, the mesh was implanted in the u.s., and the adverse event also occurred in the u.s. This MDR represents the bard flat mesh (device 4). Additional supplemental emdrs were submitted to represent the perfix plug (device 3) and 3dmax mesh (device 5). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2009 ¿ patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent open repair with implant of two perfix plug (device 1 and 3) and two bard flat meshes (device 2 and 4). Per operative notes, ¿ in the right groin, a moderate sized direct defect of the inguinal floor was reduced and a perfix plug (device 1) was placed. The floor of the canal was reinforced with bard flat mesh (device 2) onlay in a keyhole fashion and sutured to the pubic tubercle medially. The fascia was closed and wrapped around the cord structures. In the left groin, a moderate sized direct defect of the inguinal floor was reduced d a piece of perfix plug (device 3) was placed and floor of the canal was reinforced with bard flat mesh (device 4) onlay in a keyhole fashion and secured with sutures. The umbilical hernia in the periumbilical area was dissected down to the fascia and sac was reduced. The defect was closed and wound was irrigated and reapproximated with sutures.¿ (B)(6) 2012 ¿ patient was diagnosed with infected mesh (device 3 and 4) and recurrent left inguinal hernia with pain thereby underwent open repair with left groin exploration and removal of infected mesh (device 3 and 4). Per operative notes, ¿significant amount of inflammation and scar in subcutaneous tissues was noted and removed. The infected tissues and mesh (device 3 and 4) was dissected in its entirety and removed. The ilioinguinal nerve was identified and ligated. A large direct inguinal hernia was reduced and repaired with sutures. The wound was irrigated and secured with sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent laparoscopic repair with implant of 3dmax mesh (device 5). Per operative notes, ¿ lot of scar tissues were excised, and a large direct inguinal hernia was reduced and large 3dmax mesh (device 5) was placed in the preperitoneal space sutured and tacked to the cooper¿s ligament. (B)(6) 2018 - patient had left groin exploration thereby underwent open repair with left groin exploration. Per operative notes, ¿there was dense scar tissue in the area of external oblique fascia was dissected. The mesh (device 5) was seen inferiorly and no hernia was noted. The wound was irrigated and fascia was closed with sutures.¿